Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were two similar complaints identified during the searched period. The aia-900 operator's manual under chapter 12 flags and error messages states the following: dl a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a the most probable cause of the reported issue is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported that they are receiving random dl flags on their aia-900 instrument. The customer stated that they have to calibrate assays too frequently and there are excessive substrate background failures during daily maintenance. The customer indicated that the dl flag errors occurred during the previous shift and the substrate was replaced. The technical support specialist (tss) suggested that the customer perform a complete de-contamination of all supply bottles and the substrate system with a 10% bleach solution. The customer indicated that they cannot perform the de-contamination procedure and that they would bring this suggestion to the laboratory supervisor in the morning to see if they can perform the procedure. Customer indicated that the laboratory supervisor will contact the tss with any questions. On the (B)(6) the tss followed up with customer on the status of the instrument and the de-contamination procedure. Customer indicated that they didn't perform the de-contamination procedure and they are awaiting calibrators to do so. On the (B)(6) the tss followed up with the customer on the status of the instrument. The customer stated they did not perform the de-contamination procedure as was requested by the tss and they instrument is functioning without any errors. The reported event resulted in delayed reporting of ck-mb, ctni2 and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.